Manufacturer narrative:
Date of report received 09 may 19. MFR received date 09 may 19. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed and found evidence of contaminations on the upper right and left side corner of the touchscreen. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the ul/lr and ur/ll resistance and ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The service engineer (se) inspected the device. The se found that the touch screen was out of operation and could not be calibrated correctly. The se replaced the touch screen assembly and calibrated the touch function. All tests passed.

Event description:
It was reported that the ventilator touchscreen was unresponsive. No patient involvement. Event date not specified; estimate used.